Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2016 with the following findings: during testing, the display was dim and discolored. Evidence of moisture corrosion was found in the battery compartment. The pump failed a leak test due to a battery compartment crack.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display was dim/faded/discolored. There was reportedly moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.